Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed "third degree burns" from the lifevest. There was no alleged device malfunction contributing to the irritation. Download review shows no indication of a treatment shock. Patient reported that a visiting nurse advised to apply a triple antibiotic cream to the irritation. Follow up indicated that the cream is helping, and rash has improved.